Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 4fr solo PICC was removed on (B)(6) 2020 as total occlusion, kink at 9.5cm (inserted for chemo (B)(6) 2020; 52cm and 5cm out; left brachial).